Manufacturer narrative:
The customer returned 5 unused accu-chek softclix lancets for investigation, however the lot number is unknown.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the lancet broke off and a fragment of the lancet remained under the skin in the customer's finger. The customer experienced inflammation and swelling at the site. The customer continued to feel pain and swelling and showed it to her nurse at her routine doctor's appointment on (B)(6) 2021. The nurse confirmed the inflammation and sent the customer to the surgical hospital. The surgical doctor confirmed the lancet fragment and removed it through an incision. The length of the lancet was about 1cm. The customer was discharged, but was required to visit the surgical hospital on a daily basis for cleaning and disinfection of the incision site. (B)(6) 2021 was the last day for a disinfection visit as the wound was healed.